Event description:
The reporter stated that reporter did meter to lab comparison tests, approx 15 minutes apart. Reporter's meter reading was 250 mg/dl, and the lab test result was 126 mg/dl. Reporter did not have any symptoms. Control tests were not done due to unavailability of supplies. On follow-up, the reporter stated that reporter checks the confirmation dot on reporter's test strip, and reporter's technique of applying blood is accurate. Reporter cleans meter on regular basis. A control test using new supplies was in range. No harm was alleged.